Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga330 - acculan 4 drill and reamer. According to the complaint description, the product idles and overheats. Patient harm was unknown. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: we received a ga330 in a decontaminated and used condition.the investigation has been carried-out by the aesculap technical service (ats). Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x 1(5) probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: the investigation showed that the stator is swollen, this caused the ball bearing to stuck and the rotor got damaged. In addition op residues could be found inside. A clear conclusion cannot be drawn. There is no indication for a manufacturing failure. According to our database, the product was delivered to c.h.u. De grenoble / boulevard de la chantourne / 38700 la tronche in august 2021. A repair/maintenance was not registered since that date. Since the maintenance date was due in july 2022, it could be possible that wear and tear and / or a lack of maintenance led to the described problem. However, this is only speculative. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause is most probably maintenance related. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.